Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of questionable inr results with 2 test strip lots from coaguchek xs meter serial number (B)(4) compared to the laboratory result. This medwatch will cover test strip lot 30497423. Refer to medwatch with patient identifier (B)(6) for information on test strip lot 34521321. The results from the meter with strip lot 30497423 were 4.3 inr and 4.4 inr. The result from the meter with strip lot 34521321 was 4.0 inr. The result from the laboratory was 2.9 inr. There was no adverse event. The laboratory result was believed to be correct and the customer's coumadin dose was adjusted. The customer's condition was "stable". The customer was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer has had no changes in coumadin, no changes in diet, no illness, no new medications, no bleeding, and no bruising. The customer's therapeutic range was 3.0 - 3.5 inr. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 30497423) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.